Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a nonreactive architect syphilis result of 0.6 s/co was generated for a 66 year old female patient with malignant breast tumor. The clinical physician indicated that the patient has no history of syphilis or syphilis related symptoms. Elisa testing was positive. Snibe chemiluminescence and tppa testing was positive. The customer recent rifuged the sample and retested on the architect analyzer. The retest results were 0.69, 0.70 and 0.63 s/co, all non-reactive. The customer suspects the architect syphilis results are false nonreactive. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The returned specimen sample ID (B)(6) was tested with the following results: architect syphilis tp: 0.63 s/co (non-reactive) hbt - architect syphilis tp: 0.62 s/co (non-reactive) results did not indicate heterophilic antibody interference in the return sample. Recomline treponema igm: negative recomline treponema igg: negative in-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Based on the investigation, no deficiency for lot number 35053be01 was identified.